Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer photo of the tubing shows an unloaded segment of tubing that is visibly kinked. The location of the kinks on the tubing cannot be distinguished through the photo. A definitive cause could not be determined and it is unknown if the tubing was kinked above or below the pump, however the problem description may potentially related to an open fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not alarming when the baxter tubing was kinked during an unspecified process step at the cardiovascular unit (cvu) and intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.